Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to noise was observed on a remote transmission. Patient was asymptomatic. Intermittent, high-amplitude signals with no consistent pattern was confirmed on the egms. Chest x-ray was performed and no anomalies were noted. Noise was not reproducible during isometric testing. The lead was capped and replaced, procedure date is unknown.